Manufacturer narrative:
Device not evaluated by manufacturer - device not evaluated as remains implanted in patient, leakage stopped by application of haemostatic agent. (B)(4). In conclusion it was not possible to determine the root cause of the leakage by the investigation carried out by vascutek. (B)(4). Any change detected during ongoing monitoring and trending of complaints will result in corrective action being considered. Vascutek now considers this complaint to be closed.

Event description:
It was reported that there was a leak at base of branch. When the graft was declamped blood blew out in a " string like fashion". The leak was stopped by application of a haemostatic agent.